Event description:
A trilogy 200 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device did not power on and operate as it should. The lcd display was damaged, and service was unable to complete the pre-evaluation due to the issue. The manufacturer's service technician recommended replacing the device's system and central processing unit (cpu) board assembly to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.